Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient faced an insulin flow blocked alarm which led to high blood glucose level of 600 mg/dl. Therefore, they tried to treat it with pump, but yesterday ((B)(6) 2024), the patient was admitted to the hospital with blood glucose level around 600 mg/dl and had ketone levels. Moreover, the infusion set was last changed on (B)(6) 2024. At the time of this report, the patient was still in the hospital. No further information available.